Event description:
The customer reported that the scope had a bad image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: broken light guide connection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation found that broken light guide connection. In addition the serial number ring was missing, the lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.